Event description:
The customer reported that when moving a patient in the bed space area, they moved the monitor arm to the side and the monitor fell off the two prong mount and hit a nurse on her foot.

Manufacturer narrative:
The customer reported that they were moving a patient in a bed space area, and as they moved the monitor arm sideways (to left of the bed space), the monitor fell off the two prong mount pins and hit a nurse on the foot. The available information is fully consistent with the monitor being released using the quick-release lever. The nurse suffered minor injury. A philips field service engineer (fse) went onsite and checked the monitor mount in question. The mounting quick-release lever has a reaction time of 10 seconds, which matches the mechanical specifications. In summary, we did not find any defects. The locking mechanism works "as expected". Philips suggested that if the customer is not happy with the monitor mount, there are two alternative methods from preventing this to occur again. One would be to install a fixed table mount (per philips labeling), and the second suggestion is for the user to ensure that the monitor is locked into its mount before moving the monitor arm. Based on the available information, we conclude that the monitor's mount worked per its specifications. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).